Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. The vascular sheaths that resulted in this adverse event are not provided with the nanoknife system. The cause of the sheath migration requiring intervention was the hub portion being cut off to allow for a nanoknife probe to be inserted into it, as was described by treating clinician. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).

Event description:
A (B)(6) pt underwent nanoknife treatment to the liver on (B)(6) 2011. During the treatment, an adverse event occurred. The treating clinician used vascular sheaths during the procedure as a conduit for probe placement locations, 8 sheaths were used in total. After the sheaths were placed, the clinician cut the hub off the top of the sheath leaving the tubing to place the probes through. During the procedure, one of the sheaths migrated below the skin and had to be dissected out once the ablation was complete.